Manufacturer narrative:
A medtronic representative completed additional training with the site regarding the use of the navigation system. No further issues have been reported.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the reported issue.although there is no indication what caused the reported event, a medtronic representative is currently trying to coordinate this surgeon going to a cadaver lab to better understand techniques and usage of the navigation system. A software investigation was completed but was unable to determine probable cause without further information since the behavior cannot be replicated.no further relevant issues reported.

Event description:
A medtronic representative reported that during a lumbar spinal fusion procedure, the surgeon alleged the navigation system was inaccurate. The surgeon placed one screw and was accurate. The surgeon moved on to the second screw and said it felt accurate but the response monitoring was too low, meaning the screw was not placed correctly. The surgeon opted to revise the screw placement with the same monitoring response. The medtronic representative reported that the amount of inaccuracy of the screw placement is unknown, as the surgeon did not do a post placement spin and removed the screw. The surgeon then opted to complete the procedure without the use of the navigation system and used a c-arm and fluoro to revise the screw placement and continued the case without navigation. There was delay of less than 1 hour due to this issue.